Event description:
It was reported that the patient presented for routine in-clinic check. Upon interrogation, it was found that the right atrial (ra) lead exhibited intermittent capture. Patient condition was stable throughout.